Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data file was provided for evaluation. Review of the clinical data file showed CPR/motion artifact in the first two segments that did not allow the algorithm to identify the ECG rhythm producing the no shock advised result. CPR and motion of the patient should be halted during the analysis period. Based on our review of the data we have concluded that the analysis program results returned the appropriate determination. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient in cardiac arrest, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.